Event description:
Additional information received reported the system was explanted and the patient was not currently receiving therapy.

Event description:
It was reported that both leads were observed to be over 32 mm above the target in the rachidian bulb. The reporter stated that during surgery on (B)(6) 2014 all instructions were followed and ¿the target at the distance from the s7 navigation minus 60 mm, microregistering and stimulation with reference fc7100 and fc7140li for the for cm lead insertion.¿ the reporter further stated the register and microstimulation was not very clear. It was noted that a decrease in the patient¿s tremor was observed on their left side. It was further noted that during the implant of the second lead the patient suffered a respiratory arrest. The reporter stated the respiratory reanimation was done during surgery. The reporter further stated that both leads were measured with a ruler in the kit. It was noted the healthcare professional (hcp) decided not to continue testing so the patient was anesthetized and the implantable neurostimulator (ins) implanted. It was further noted that two days after surgery a CT scan was done to control the position of the leads and the hcp observed that both leads were 32 mm above the target. The reporter stated they expected both leads to be explanted on (B)(6) 2014 in an emergency operation. It was noted that there was no patient death. Additional information received reported that yesterday the electrodes were removed and the patient was well. The reporter stated the electrodes were found in the patient¿s medulla. The reporter further stated the result of the surgery was an error of lead placement. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0208325032, implanted: (B)(6) 2014, product type: lead; product ID 3389-40, lot# 0208325033, implanted: (B)(6) 2014, product type: lead. (B)(4).